Event description:
Caller tested 4.7 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. The caller's coumadin dose was adjusted based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 4.7 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. The caller's coumadin dose was adjusted based on the lab value. No adverse event reported. Requested return of suspect system, however the test strips will not be returned; replacement was sent.